Event description:
Hcp reported there was an erosion of the device. Cultures were done and the device was explanted and returned to the manufacturer for analysis. Patient outcome is unknown. A follow up report will be sent when additional is received.